Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Event description:
It was reported during a vena cava filter placement procedure, the radiopaque marker on the delivery sheath allegedly came off when taking out the delivery sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned to the manufacturer for evaluation. One electronic photo was provided and reviewed. The photo shows distal part of the introducer sheath. The photo shows an intact tip of the introducer sheath. There is no other anomaly noted to the tip. Therefore, based on the photo review, the reported detachment issue cannot be confirmed. One electronic image was provided and reviewed. A chest x-ray demonstrates an object within the chest, possibly within the heart or lungs, that resembles a radio-opaque marker tip. Although a radiopaque object is identified within the x-ray, the origin is unknown. Based on the photo provided, the radiopaque tip was fully intact; therefore, based on the image review, the detachment issue cannot be confirmed. Therefore, the investigation is unconfirmed for the detachment issue as the photo shows an intact tip of the introducer sheath. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported during a vena cava filter placement procedure, the radiopaque marker on the delivery sheath allegedly came off when taking out the delivery sheath. There was no reported patient injury.